Manufacturer narrative:
It was reported that the patient "has poor range of motion, cannot straighten knee and daily pain. Will need "clean up."" Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient "has poor range of motion, cannot straighten knee and daily pain. Will need "clean up.""